Manufacturer narrative:
Medwatch number is mw5096785. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during procedure performed on (B)(6) 2020. According to the complainant, the sponge dislodged and obstructed the scope channel. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.